Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 system. Additionally, the sample may not have been processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence to suggest that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.77 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected sample result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the affected sample due to a discordant serial sample result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).